Event description:
It was reported ongoing intermittent occlusions occurred. The customer blood glucose (bg) level was elevated for a number of events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with a correction bolus via the pump. The customer would change pump supplies to address the occlusions, continuing to use the pump.